Event description:
It was reported to covidien in (B) (6) 2009 that a customer had an issue with a dialysis catheter. The customer reports "that the dialysis catheter was placed in (B) (6) 2009. Pt had dialysis in (B) (6) 2009, they noticed a little bleeding but stopped with sand bag treatment. In (B) (6) 2009 during initiation of the treatment nurse noticed bleeding coming from a hole in the silicone tubing leading to the venous blue adaptor port. The catheter was pulled and was replaced in (B) (6) 2009.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.